Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, it was found that the maestro duraguard was bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event of a bent foot on the duraguard was confirmed. Excessive side load was identified as a probable cause of the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, it was found that the maestro duraguard was bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, the device is available for evaluation but has not yet been received.